Manufacturer narrative:
Device evaluation- h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/4.5/109 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 03-nov-2022. Lens rotation not associated to low vault was observed. Lens repositioning was performed on (B)(6) 2022. This did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem did not resolve. Reportedly, "the surgeon is planning to exchange the lens with spherical icl and perform the lri for astigmatism.